Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of alzheimer's disease in a (B)(6) male patient who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started triple salt dental adhesive cream. At an unknown time after starting triple salt dental adhesive cream, the patient developed alzheimer's disease. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was continued. At the time of reporting, the event was unresolved. The reporter said her husband had "the beginnings of alzheimer's."

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00035. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).